Event description:
It is reported that the air dermatome handpiece was not working at all. No additional clinical info was received prior to this report. If additional info is received, a follow up medwatch will be submitted.

Manufacturer narrative:
On (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device, informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 09/15/1989 and was last repaired on 08/17/2006 for a non-related issue. Evaluation of the device observed it did not operate. It was also noted that the throttle lever was loose and there was damage to the head and control bar. Prior to repair, the device was out of calibration and side to side specifications at the zero thickness setting. Repair of the device included replacement of the head, control bar, swivel, throttle lever and standard repair parts. In post repair analysis, corrosion to the motor sleeve, head, swivel, throttle lever and reciprocating arm was observed. The device has not been returned to zimmer surgical for maintenance or repair in eight years; therefore, lack of proper maintenance, preventative and regarding cleaning and sterilization, most likely caused the corrosion to the motor sleeve, swivel and reciprocating arm, which most likely caused the customer's reported event. Special care should be taken regarding cleaning and sterilization to avoid moisture accumulation within the handpiece. The device was serviced and returned to the customer.